Manufacturer narrative:
No conclusion code available. Final analysis found the reported backup vvi (bvvi) was confirmed in the laboratory. The cause of the bvvi was due to a power-on reset (por). The por was due to low battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. The device was unable to be interrogated as it was in backup mode. The device had been in eri since (B)(6). The device was explanted and replaced. The patient was in good condition during and after the procedure.